Manufacturer narrative:
Correction: h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope had blurry image. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the flex video scope had an e228 scope communication error. There was no patient involvement.

Manufacturer narrative:
"The following investigations were carried out into the event(s) reported by the customer and new event(s) identified in the device inspection. Conclusion ric could not specify root cause of the event. Consideration/probable cause event 1:fault- e243 error code . Based on the information obtained, we were unable to identify the exact cause of the occurrence. However, it is speculated that it may have been caused by damage or deterioration of parts during handling, environmental factors such as dust/dirt/humidity/ambient light, optical issues, compatibility issues, thermal issues, or electrical problems like signal loss or circuit breakage. Event 2:image is blurred. Based on the information obtained, we were unable to identify the exact cause of the occurrence. However, it is speculated that it may have been caused by damage or deterioration of parts during handling, environmental factors such as dust/dirt/humidity/ambient light, optical issues, compatibility issues, thermal issues, or electrical problems like signal loss or circuit breakage. Event 3:due to wear of angle wire, bending angle in down direction does not meet the standard value. Based on the information obtained, we were unable to identify the specific cause of the occurrence. However, it is possible that it was caused by some form of stress, such as damage or deterioration of parts during handling.. Event 4:adhesive around objective lens has wear. Based on the information obtained, we were unable to identify the specific cause of the occurrence, but it is presumed to be due to usage stress or external factors. Event 5:adhesive on a-rubber is detached. Based on the information obtained, we were unable to identify the specific cause of the occurrence, but it is presumed to be due to usage stress or external factors. Event 6:universal cord has a wrinkle. Based on the information obtained, we were unable to identify the specific cause of the occurrence, but it is presumed to be due to usage stress or external factors. Event 7:s-cover is deformed. Based on the information obtained, we were unable to identify the specific cause of the occurrence, but it is presumed to be due to usage stress or external factors. Event 8: due to a cut on ccd cable, e228 (scope error) occurs based on the information obtained, we were unable to identify the exact cause of the occurrence. However, it is speculated that it may have been caused by damage or deterioration of parts during handling, environmental factors such as dust/dirt/humidity/ambient light, optical issues, compatibility issues, thermal issues, or electrical problems like signal loss or circuit breakage product analysis refer to ""product analysis"". Labeling review event 1:fault- e243 error code . "·is the reported risk/harm listed in the IFU the event(1) is detectable and preventable by handling device in accordance with the following IFU. IFU figure number:rc7690 revision:07 chapter:gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 5 troubleshooting.5.2 troubleshooting guide event 2:image is blurred.gastrointestinal videoscope olympus gif-ez1500 operation manualchapter 5 troubleshooting 5.2 troubleshooting guide ·was the device used in accordance with the IFU/label? Ric could not specify whether the device was used in accordance with the IFU from the complaint information. ·does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? Ric judged that the event(1) is detectable and preventable by following the IFU, no revision necessary. ·is the reported risk/harm listed in the IFU? " event 2:image is blurred. "·is the reported risk/harm listed in the IFU? The event(2) is detectable and preventable by handling device in accordance with the following IFU. IFU figure number:rc7690 revision:07 chapter:gastrointestinal videoscope olympus gif-ez1500 operation manualchapter 5 troubleshooting 5.2 troubleshooting guiden ·was the device used in accordance with the IFU/label? Ric could not specify whether the device was used in accordance with the IFU from the complaint information. ·does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? Ric judged that the event(2) is detectable and preventable by following the IFU, no revision necessary. ·is the reported risk/harm listed in the IFU? " event 3:due to wear of angle wire, bending angle in down direction does not meet the standard value. "·is the reported risk/harm listed in the IFU? The event(3) is detectable and preventable by handling device in accordance with the following IFU. IFU figure number:rc7690 revision:07 chapter:gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope ·was the device used in accordance with the IFU/label? Ric could not specify whether the device was used in accordance with the IFU from the complaint information. ·does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? Ric judged that the event(3) is detectable and preventable by following the IFU, no revision necessary. ·is the reported risk/harm listed in the IFU? " event 4:adhesive around objective lens has wear. "·is the reported risk/harm listed in the IFU? The event(4) is detectable and preventable by handling device in accordance with the following IFU. IFU figure number:rc7690 revision:07 chapter:gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscop ·was the device used in accordance with the IFU/label? Ric could not specify whether the device was used in accordance with the IFU from the complaint information. ·does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? Ric judged that the event(4) is detectable and preventable by following the IFU, no revision necessary. ·is the reported risk/harm listed in the IFU? " event 5:adhesive on a-rubber is detached. "·is the reported risk/harm listed in the IFU? The event(5) is detectable and preventable by handling device in accordance with the following IFU. IFU figure number:rc7690 revision:07 chapter:gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope ·was the device used in accordance with the IFU/label? Ric could not specify whether the device was used in accordance with the IFU from the complaint information. ·does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? Ric judged that the event(5) is detectable and preventable by following the IFU, no revision necessary. ·is the reported risk/harm listed in the IFU? " event 6:universal cord has a wrinkle. "·is the reported risk/harm listed in the IFU? The event(6) is detectable and preventable by handling device in accordance with the following IFU. IFU figure number:rc7690 revision:07 chapter:gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope ·was the device used in accordance with the IFU/label? Ric could not specify whether the device was used in accordance with the IFU from the complaint information. ·does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? Ric judged that the event(6) is detectable and preventable by following the IFU, no revision necessary. ·is the reported risk/harm listed in the IFU? " event 7:s-cover is deformed. "·is the reported risk/harm listed in the IFU? The event(7) is detectable and preventable by handling device in accordance with the following IFU. IFU figure number:r7690 revision:09 chapter:gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope ·was the device used in accordance with the IFU/label? Ric could not specify whether the device was used in accordance with the IFU from the complaint information. ·does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? Ric judged that the event(7) is detectable and preventable by following the IFU, no revision necessary. ·is the reported risk/harm listed in the IFU? " event 8: due to a cut on ccd cable, e228 (scope error) occurs "·is the reported risk/harm listed in the IFU? The event(8) is detectable and preventable by handling device in accordance with the following IFU. IFU figure number:rc7690 revision:07 chapter:gastrointestinal videoscope olympus gif-ez1500 operation manual 5.2 troubleshooting guide ·was the device used in accordance with the IFU/label? Ric could not specify whether the device was used in accordance with the IFU from the complaint information. ·does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? Ric judged that the event(8) is detectable and preventable by following the IFU, no revision necessary. ·is the reported risk/harm listed in the IFU? ¿DHR review¿ ric confirmed that the device in question has a repair history (refer to cn-119485.). Also,ric reviewed the device history record(DHR), confirmed that the device was shipped in accordance with its specifications.therefore, ric determined that the event was not caused by the repair. ¿risk review¿ event1:event 1:fault- e243 error code . After conducting the complaint history review regarding user-reported events and device defects, it was confirmed that these do not constitute new defects or new hazards. Therefore, a risk review is not required. Event 2:image is blurred. After conducting the complaint history review regarding user-reported events and device defects, it was confirmed that these do not constitute new defects or new hazards. Therefore, a risk review is not required. Event 3:due to wear of angle wire, bending angle in down direction does not meet the standard value. After conducting the complaint history review regarding user-reported events and device defects, it was confirmed that these do not constitute new defects or new hazards. Therefore, a risk review is not required. Event3:event 4:adhesive around objective lens has wear. After conducting the complaint history review regarding user-reported events and device defects, it was confirmed that these do not constitute new defects or new hazards. Therefore, a risk review is not required. Event 5:adhesive on a-rubber is detached. After conducting the complaint history review regarding user-reported events and device defects, it was confirmed that these do not constitute new defects or new hazards. Therefore, a risk review is not required. Event 6:universal cord has a wrinkle. After conducting the complaint history review regarding user-reported events and device defects, it was confirmed that these do not constitute new defects or new hazards. Therefore, a risk review is not required. Event 7:s-cover is deformed. After conducting the complaint history review regarding user-reported events and device defects, it was confirmed that these do not constitute new defects or new hazards. Therefore, a risk review is not required. Event 8: due to a cut on ccd cable, e228 (scope error) occurs after conducting the complaint history review regarding user-reported events and device defects, it was confirmed that these do not constitute new defects or new hazards. Therefore, a risk review is not required. ¿complaint/CAPA history review¿ ¿CAPA history review¿ event1:event 1:fault- e243 error code . Event 2:image is blurred. A CAPA history review was conducted, but no related CAPA was identified. Event 3:due to wear of angle wire, bending angle in down direction does not meet the standard value. A CAPA history review was conducted, but no related CAPA was identified. Event3:event 4:adhesive around objective lens has wear. A CAPA history review was conducted, but no related CAPA was identified. Event 5:adhesive on a-rubber is detached. A CAPA history review was conducted, but no related CAPA was identified. Event 6:universal cord has a wrinkle. A CAPA history review was conducted, but no related CAPA was identified. Event 7:s-cover is deformed. A CAPA history review was conducted, but no related CAPA was identified. Event 8: due to a cut on ccd cable, e228 (scope error) occurs a CAPA history review was conducted, but no related CAPA was identified. ¿complaint history review¿ event 1:fault- e243 error code . After reviewing the trend over the past month, identified no increase of complaints. Event 2:image is blurred. After reviewing the trend over the past month, identified no increase of complaints. Event 3:due to wear of angle wire, bending angle in down direction does not meet the standard value. After reviewing the trend over the past month, identified no increase of complaints. Event3:event 4:adhesive around objective lens has wear. After reviewing the trend over the past month, identified no increase of complaints. Event 5:adhesive on a-rubber is detached. After reviewing the trend over the past month, identified no increase of complaints. Event 6:universal cord has a wrinkle. After reviewing the trend over the past month, identified no increase of complaints. Event 7:s-cover is deformed. After reviewing the trend over the past month, identified no increase of complaints. Event 8: due to a cut on ccd cable, e228 (scope error) occurs after reviewing the trend over the past month, identified no increase of complaints. ¿escalation determination¿ event 1:fault- e243 error code . Since the risk of the event was already analyzed, further escalation was determined to be unnecessary. Event 2:image is blurred. Since the risk of the event was already analyzed, further escalation was determined to be unnecessary. Event 3:due to wear of angle wire, bending angle in down direction does not meet the standard value. Since the risk of the event was already analyzed, further escalation was determined to be unnecessary. Event3:event 4:adhesive around objective lens has wear. Since the risk of the event was already analyzed, further escalation was determined to be unnecessary. Event 5:adhesive on a-rubber is detached. Since the risk of the event was already analyzed, further escalation was determined to be unnecessary. Event 6:universal cord has a wrinkle. Since the risk of the event was already analyzed, further escalation was determined to be unnecessary. Event 7:s-cover is deformed. Since the risk of the event was already analyzed, further escalation was determined to be unnecessary. Event 8: due to a cut on ccd cable, e228 (scope error) occurs" since the risk of the event was already analyzed, further escalation was determined to be unnecessary.